Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on (B)(6) 2012 with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Instability, posterior sagging and wear of prosthesis approx. 5 years after implantation.